Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "on (B)(6) 2000 a revision with shortening of the right total hip for a diagnosis of leg length inequality status-post right total hip arthroplasty was performed. [...] X-ray printout dated (B)(6) 2017 is an ap of the pelvis demonstrating a left uncemented total hip arthroplasty with one screw in the acetabulum. A large head is noted. The head is reduced and the components are in nominal position. A right uncemented total hip arthroplasty with two screws in the acetabulum is noted. The head is reduced and it appears to be a 28mm head. The stem is in nominal position and the acetabulum is noted to be slightly vertical, particularly compared to the other side. [...] No clinical or past medical history, no examination of the explanted components, and no revision operative report are available. In this large male patient with a slightly vertical acetabular component, some poly wear and instability is not unexpected after seventeen years post-implantation with a small femoral head. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event was confirmed as per the provided medical assessment which indicated, on (B)(6) 2000 a revision with shortening of the right total hip for a diagnosis of leg length inequality status-post right total hip arthroplasty was performed. In this large male patient with a slightly vertical acetabular component, some poly wear and instability is not unexpected after seventeen years post-implantation with a small femoral head. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. The exact cause of the event could not be determined because insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
On (B)(6) 2000 a revision with shortening of the right total hip for a diagnosis of leg length inequality status-post right total hip arthroplasty was performed. Some poly wear and a dislocation was reported. Replaced with 32mm 10 degree liner.